Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported that the dialyzer's caps were not fitting correctly on the dialysate ports on a new dialyzer. It was reported the caps fall off and leak during priming. On initial complaint receipt, there was no report of adverse events or serious injuries as a result of this event. Upon follow up the biomed stated that there was no patient involved in the event. The issue was resolved by using a cap from a new dialyzer. The sample was not available to be returned to the manufacturer for evaluation.

Event description:
A customer reported that the dialyzer's caps were not fitting correctly on the dialysate ports on a new dialyzer. It was reported the caps fall off and leak during priming. On initial complaint receipt, there was no report of adverse events or serious injuries as a result of this event. Upon follow up the biomed stated that there was no patient involved in the event. The issue was resolved by using a cap from a new dialyzer. The sample was not available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: dialyzer caps were manufactured after a planned product design change. Product previously included four caps with dialyzer, and after change, the dialyzer included two caps designed and intended to be used on both ports in place of the previously included four caps. They require the user to press the caps securely into place on the ports rather than screw them in as with the previous design. During investigation it was observed that ¿users were applying the same technique(twist) used to secure the caps before the introduction of the new dialyzer cap, since the instructions for use(IFU) did not indicate new method for securing the caps (e.g., push action). It was indicated that updates to the IFU were made as part of the design change evaluation for the new dialyzer cap. The instructions were focused on how to perform the transfer of the cap from the end of the dialyzer to the dialysate port resulting from the reduction of four caps to two caps. The prior method of securing the cap (e.g., "twist") was not included in the IFU. The method for securing the new cap was not considered during the change. The caps do not pop off the dialyzer when the caps are secured and priming and disposal are performed in accordance with the instructions. Original instructions directed to secure the cap on the dialyzer. Flow rates, clamping, and disposal instructions are covered in the instructions of the dialysis system. Dialyzer instructions have been improved to include information on adequately securing the cap. As the dialyzer IFU were updated to provide more specific direction on securing the cap to the dialysate port during treatment preparation the cause of the event can be attributed to labeling.